Manufacturer narrative:
Results it was not possible perform an investigation because the batch number was not informed and no samples were received from customer for analysis. Conclusion: it was not possible perform an investigation because the batch number was not informed and no samples were received from customer for analysis and without this information it was not possible determine the root cause. Bd was not able to duplicate or confirm the failure mode indicated by the customer, or the data were insufficient to the analysis.

Event description:
It was reported that while using an unknown bd plastipak¿ 10ml syringe the nozzle broke. There was no report of injury or medical intervention.